Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a target lesion in the heavily calcified and tortuous proximal to mid circumflex artery, pre-dilatation was performed using a 2.25 x 15 mm non-abbott dilatation catheter. An attempt was made to advance a 2.25 x 18 mm xience xpedition stent delivery system; however, the device was unable to cross to the target lesion and was removed. An attempt was then made to advance a 2.25 x 12 mm mini vision rx stent delivery system over a balance middleweight guide wire, but this device was also unable to cross to the target lesion due to the patient anatomy. Difficulty was noted during removal of the device and no excessive force was applied. Upon reaching the calcification in the proximal circumflex artery, the stent dislodged. The stent delivery system was removed, with the stent remaining in the patient anatomy. A 2.5 mm trek dilatation catheter was advanced into the dislodged stent and inflated to deploy the stent in the proximal lesion segment with part of the stent expanded in the non-targeted lesion area. The stent was unable to be adequately expanded proximally as only a small balloon was able to cross through the stent. Multiple subsequent attempts were made to perform post-dilatation with other unspecified guide wires and balloon catheters; however, these attempts were unsuccessful. The extensive manipulation to cannulate the underexpanded stent resulted in dissection in the distal left main coronary artery. The patient was sent for emergent coronary artery bypass graft (CABG) surgery. While the partially expanded stent remains inside the vessel, the dissection was treated during CABG. The CABG was successful. The patient is recovering and in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned and the stent dislodgement was confirmed. The reported failure to advance appears to be related to the case circumstances therefore could not be replicated in a testing environment. A review of the return analysis revealed no product quality issues. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. The patient effects of dissection and surgery are known potential adverse events as listed in the vision instructions for use. Based on the information reviewed, there is no indication of a product deficiency.